Event description:
Technician alleged that the nurse call was not working correctly. When call is placed, the master station response is not heard in the expected location. No injury alleged by account.

Manufacturer narrative:
Technician found loose pins in the communication cable connector. Technician installed a cable saver and repaired the pins. This resolved the issue.